Manufacturer narrative:
Imdrf a: 3191 - opening causing substantial loss of material after thawing.

Event description:
The customer reported breakage of connector. A filled in questionaire about the freezing process was provided. No photo was provided and also no clear description of the incident. As the customer reported the case to his authority it is assumed that the cellular material was lost for the treatment. According to the questionnaire the following investigation and statements could be made: the event was observed during freezing/storage. The customer did not use a metal cassette for freezing or for storage. A controlled rate freezer was not used. An overwrap bag was not used. The filling volume is not known. The freezing bags were stored in the vapor phase of ln2. No pictures were provided. According to the description it is suspected that the cryomacs freezing bag is cracked at the connection of the bag to the eva tube. Due to lack of information no clear statement can be given. For the cryomacs freezing bag 750 batch 7230600613, with regard to the complaint, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. When correctly used according to the instructions for use the accepted risk limit from the risk assessment is (B)(4). This is the second complaint of this type for this lot with a incident rate below (B)(4). Due to the fact that no picture was provided, a detailed root cause cannot be determined. The issue is likely caused by physical stress, e.g. Mechanical impact in combination with an improper user handling during the freezing procedure. According to the questionnaire there are several deviations from the recommended freezing procedure, e.g. Using a metal cassette for freezing and for storage and using an overwrap bag. No statement is made about the filling volume. The cryomacs freezing bags are very sensitive when frozen and it is strongly recommended to freeze the cryomacs freezing bags according to the recommended freezing procedure.